Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo lesion in the distal left anterior descending (dlad) artery. A 2.25x15mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion and inflated twice to 8 atmospheres (atm), when the balloon ruptured. The bdc was removed without issue. There was no reported adverse patient effect and no clinically significant delays in the procedure. A non-abbott balloon was used and a stent implanted to successfully complete the procedure. No additional information was provided.